Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that they had difficulty with auto mode. Patient's blood glucose at time of incident was in 300 to 400 mg/dl range. Patient's current blood glucose was 187 mg/dl. The customer declined to troubleshoot. The customer treated with bolus corrections with pump. The insulin pump will not be returned for analysis.